Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative evaluated the pump and found confirmed electrical test failed code # 58 and also the power up vent test failed. It was proceeded to replace the manifold drive assembly (part # 0104-00-0018). Performed all the functional and safety checks to meet factory specifications. The pump was returned to the customer. The drive manifold assembly was returned to the mfg facility in (B)(4) for eval. A supplemental medwatch report will be submitted one the eval becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the electrical test fail code # 58, power up vent test failed. No pt was involved.